Event description:
The patient received three treatments with radiesse (30 days between treatments) in the submalar area and the mandibular angle - 0.75cc right side and 0.75cc left side. In 24 hours following the last treatment, the patient reported swelling, pain and tingling. Afterwards the patient reported loss of mobility in facial muscles. On (B)(6) 2012, the patient had swelling and paresthesia on the left side of the face. The swelling stopped on (B)(6) 2012. On (B)(6) 2012 the patient had palpebral ptosis and deviation of the corner of the mouth (left side). The injecting physician's diagnosis - facial paralysis. The patient has been given corticosteroids (deflazacort 90mg during 2 days and 15mg the last day) and vitamins b1 and b6 and b12. Facial rehabilitation has been done. The patient did not wish to continue treatment at this clinic.

Manufacturer narrative:
(B)(4), the patient does not want to visit the physician. The physician is in contact with the patient's husband. Another physician is treating the patient. The patient has been given corticosteroids and vitamins b1, b6, and b12. The device history records for the reported lot were reviewed. All required testing specifications were met prior to release, there were no abnormalities noted. Further information has not been received.